Event description:
A pump malfunction was reported by the customer, causing them to become upset and end the call. There was no reported impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.